Manufacturer narrative:
(B)(4). Eval: results: (based on the info provided no root cause can be determined), (death and stent thrombosis). Conclusion: no conclusion can be drawn (based on the info provided no root cause can be determined).

Event description:
During the procedure, an endeavor sprint 3.0 x 15 mm length rapid exchange (rx) drug-eluting stent was implanted in a blocked lcx lesion. Prior to implantation, the lesion had been pre-dilated with a 2.5mm diameter x 20mm length other branded competitor balloon. Three other branded stents were implanted during the same procedure. It was reported that 30 mins post the procedure, the pt died due to acute stent thrombosis. No other clinical sequelae were reported.